Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling; impact damage to the lcd display and front enclosure were consistent with the device being dropped. The lcd display and front enclosure were replaced. This report has been closed as user mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.